Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that patient had a bacterial infection. It was also noted that pacemaker along with leads was eroded. Pacemaker system with leads was explanted and replaced with new device and leads. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.